Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a scapula surgery at a veterinary facility, it was discovered that ¿the blade broke¿ on the cutter device. There was no human patient involvement reported. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to design of the device. It was determined that the design was not optimal to resist vibrations due to the location of the welding line. Weakening the device. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device manufacture date was incorrectly documented. The device manufacture date has been updated from (B)(4) 2011 to (B)(4) 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.